Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va06nfs, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) for a clinical study initially reported the patient experienced a shocking sensation in the rectum area when she went through security gates. It happened three times around thanksgiving. The patient was advised to turn the device off and therapy was suspended. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent. It was later reported the device diagnosis was lead migration/dislodgement. See manufacturing report #6000153-2016-00093. Additional information received reported the event resulted in an unscheduled clinic or office visit and resolved without sequelae on (B)(6) 2015

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# va06nfs serial# implanted: (B)(6) 2013 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the shocking sensation in the rectum was due to lead migration. No actions/interventions were taken. It was reported that the event was related to the device or therapy and not related to the implant procedure. The patient was advised to turn the device off while shopping. No further patient complications had been reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.